Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of 2 videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: in the first video it was observed a device that was fired on the tissue and significant bleeding occurred after the application. In the second video also significant bleeding was observed. Based on the videos, the event described is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.